Event description:
Device returned for repair only. Upon receipt and eval, it was noted that a small piece was broken off and missing. Hosp could not account for how and when the device became broken or as the location of the missing piece. Because of the nature of the break and how the device isused, it is likely that it occurred while in use.